Event description:
Battery-/charging issue - not charging. Noise - beeping and buzzing; situation for noise issue: at all times. Patient fell when knee malfunctioned, he broke his wrist, he did not report this for approximately 2 weeks per the practitioner. Broken wrist - "his right arm. I believe he went to advanced center for orthopedics, (B)(6). He is wearing a cast."